Event description:
It was reported that the patient's device was not able to hold a charge for an extended period of time. The patient stated that when she would charge for a few hours and only have a 25% charge level and that the "battery would not hold a charge." The patient further stated that she had never had an overdischarge. The patient "normally charges once a week," but she had become frustrated and stopped charging for the past month. It was noted that the patient's battery had flipped over in the past, and this had caused recharging issues for her. It was further noted that the patient only had "2 efficiency bars when charging the internal neurostimulator (ins)." The patient had an appointment with her physician scheduled for (B)(6) 2012, in which the patient's "concerns were resolved." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).